Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: creases, wear abrasion and one crack opening. A leak test was performed which identified openings. A microscopic analysis was performed which identified: one crack opening and one opening striated. Based on the device analysis the final assessment is: one crack opening assessed as cracked valve seat diaphragm valve and one opening striated assessed as surgical damage.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.